Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that two thirds of the customer's screen was black. The customer was able to interact with the screen but it was unreadable. The customer's blood glucose level was not impacted. Reportedly, the customer would use manual injections for diabetes management.